Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced nausea, throbbing over ins (implantable neuro stimulator), "increased heart rate", cold sweat, and sweating over lip following a full body scan done at an airport with implant off. It was noted that the device continues to work. Add'l info was requested.